Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic unknown procedure, scissoring occurred at the firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # t93k54. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 3 conforming clips. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.